Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, distal conductor stretched, lead stretched, apparent explant damage. Full lead returned and analyzed.

Event description:
It was reported that there was a lead dislodgement. Lead were explanted and replaced. No patient complications have been reported as a result of this event.